Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No battery out limit alarms noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump was received missing endcap sticker. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported a battery out limit alarm occurred when the battery was replaced. The customer's blood glucose was 60 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.